Event description:
It was reported that the patient was experiencing phrenic nerve/diaphragmatic stimulation due to the left ventricular lead and the lead threshold was high. During the lead repositioning procedure, the outer insulation was nicked so the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the partial lead in segments was returned and analyzed; analysis revealed a flex fracture of the proximal conductor. Concomitant products : a 4076-52 lead, implanted (B)(6) 2010. A 6947-65 lead, implanted:(B)(6) 2010. (B)(4).